Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be torn. Fluid was found to leak from the tear in the exposed portion of the soft cannula during fluid path testing. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would contribute to the device failing to deliver insulin. The observed cannula damage is confirmed as the root cause of the reported not sure delivering insulin event. Investigation of the returned pod found no damages or defects that would contribute to a communication error. The download data showed that the pod did not generate a hazard alarm during operation. The pod was able to communicate successfully with the master pdm and an unused controller during the investigation. The cause of the reported communication error during pod operation could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient¿s blood glucose (bg) level did not decrease despite administering a 6 unit bolus. The patient stated that the pod had been applied in the morning. Prior to dinner, her bg level was 5.5 mmol/l (99 mg/dl). Following dinner, her bg increased to 18.6 mmol/l (335 mg/dl) and continued rising to approximately 19 mmol/l (342 mg/dl) despite the bolus. The patient reported receiving a notification indicating that the pod was expired and needed to be changed, which she stated was unusual since the pod had been activated that same morning. When she attempted to deactivate the pod to apply a new one, the system indicated the pod would expire on monday. The patient treated the high bg levels using the pod and confirmed she does not use a backup insulin method. She reported that the adhesive was secure during wear, and no insulin leakage was noted.